Manufacturer narrative:
The reported complaint was confirmed. Per the srt, the separation of the components would cause a functional, operational error. He replaced the hard drive sub-assembly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2019-00558.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) hard drive assembly components were separated. There was no patient involvement.